Event description:
A customer observed an outlier result for tsh on a pt sample. The results were not reported. Falsely elevated results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event did not reveal any error codes or instrument malfunction. Qc performance was verified as being acceptable. Pre-analytical sample handling and daily maintenance procedures were reviewed and verified. No sample mix-up is suspected. The customer declined to continue troubleshooting, and no further info is forthcoming. The root cause of the event is unknown.